Event description:
The facility reproted that the device had a door open alarm. During onsite service by the field service engineer, the device was found to have a cracked door assembly. No record of any pt incident involving the pump since the last baxter service event.